Manufacturer narrative:
The reported complaint was not confirmed. The pump was evaluated by service and the reported issue could not be duplicated nor could any associated physical anomalies be found during inspection. Analysis of the performance logs found no related errors recorded nor indicated any type of failure other than performing as intended. The pump is in the service depot and standard maintenance will be performed before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00789.the field service representative (fsr) explained to the perfusionist (ccp) that the error messages received are normal messages that appear when the roller pump jams. The fsr demontrated to the ccp how the error message appear as the fsr performed the pump jam/over-current test. This message is part of the 1.40 software update, the fsr explained to the ccp.complaint was not duplicated during laboratory evaluation. The product surveillance technician (pst) observed the roller pump to operate normally with no service pump message observed throughout evaluation.the roller pump will be sent to service for further evaluation.

Manufacturer narrative:
(B)(4). Software data logs were received by the manufacturer on (B)(6) 2015 for further evaluation. Manufacturer technical support received an email on (B)(6) 2015 from customer: "the issue happened during case while running about 5 1/2 lpm, however the pump logs showed that they made speed adjustment just before the incident happened from 4.6 to 4.85 lpm."

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), there was a "service pump" error message displayed on the roller pump. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on (B)(6) 2015: the perfusion team uses a 3/8" inner diameter (ID) x 3/32" wall tubing in the arterial pump. There were no issues observed during set-up and priming of the cpb circuit and no issue with setting occlusion. During cpb, at a flow rate of about 5.5 liters per minute (lpm) (200 revolutions per minute [rpm]), the arterial roller pump suddenly stopped without warning. There was no audible tone, and the perfusionist just happened to look at the pump and noticed that it had stopped. The message area of the pump displayed: service pump error. In concern the pump was over occluded, the roller occlusion was backed off a few clicks and the pump was re-started without issue. No more issues observed the rest of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
During the preventive maintenance (pm) inspection in july 2015, the field service representative (fsr) could not duplicate the reported issue. The fsr completed the pm inspection and all release testing. The unit operated to manufacturers specifications and was returned to clinical use.